Manufacturer narrative:
THIS REPORT SUMMARIZES NOE 1787 NOE SERIOUS INJURY EVENTS SAPIEN 3 VALVE, SUPPLEMENTAL REPORT TO REFLECT NOE NUMBER. - ATTACHMENT: [2019-09940-3 SAPIEN 3 SERIOUS INJURY.PDF].

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4674377,I,SI,239,Edwards SAPIEN 3,9600TFX23,3190;4755147,I,SI,64,Edwards SAPIEN 3,9600TFX26,2993;4755147,I,SI,218,Edwards SAPIEN 3,9600TFX26,2993;4796088,I,SI,308,Edwards SAPIEN 3,9600TFX26,3190;4807034,I,SI,118,Edwards SAPIEN 3,9600TFX23,3190;4807066,I,SI,290,Edwards SAPIEN 3,9600TFX29,3190;4820390,I,SI,57,Edwards SAPIEN 3,9600TFX23,3190;4824683,I,SI,59,Edwards SAPIEN 3,9600TFX23,3190;4924826,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4452213,I,SI,14,Edwards SAPIEN 3,9600TFX23,3190;4990697,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4990697,I,SI,-1,Edwards SAPIEN 3,9600TFX29,3190;5052042,I,SI,237,Edwards SAPIEN 3,9600TFX29,3190;5155915,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4780052,I,SI,49,Edwards SAPIEN 3,9600TFX23,3190;4836940,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5219766,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5327286,I,SI,4,Edwards SAPIEN 3,9600TFX20,2993;5330554,I,SI,18,Edwards SAPIEN 3,9600TFX29,2993;5354989,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5355807,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;1168330,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;1260487,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;1528356,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;1644228,I,SI,-1424,Edwards SAPIEN 3,9600TFX26,2993;1792372,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;2121569,I,SI,217,Edwards SAPIEN 3,9600TFX29,3190;2121569,I,SI,225,Edwards SAPIEN 3,9600TFX29,3190;2126682,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;2126682,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;2145348,I,SI,414,Edwards SAPIEN 3,9600TFX26,3190;2497401,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;2733368,I,SI,-2179,Edwards SAPIEN 3,9600TFX23,2993;2733368,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;2733368,I,SI,-2178,Edwards SAPIEN 3,9600TFX23,2993;2733368,I,SI,-2179,Edwards SAPIEN 3,9600TFX23,3190;2733368,I,SI,-2178,Edwards SAPIEN 3,9600TFX23,3190;2733368,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;2733368,I,SI,-2178,Edwards SAPIEN 3,9600TFX23,2993;2769970,I,SI,-2072,Edwards SAPIEN 3,9600TFX23,2993;2850757,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3392647,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3457829,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3588331,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3588331,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;3791802,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4009033,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4021087,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4086940,I,SI,19,Edwards SAPIEN 3,9600TFX23,2993;4204774,I,SI,21,Edwards SAPIEN 3,9600TFX29,2993;4204774,I,SI,21,Edwards SAPIEN 3,9600TFX29,3190;4277257,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4277257,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4277257,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4277257,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4283656,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4283656,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4445252,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4452857,I,SI,170,Edwards SAPIEN 3,9600TFX23,3190;4457309,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4482127,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4482127,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;4529330,I,SI,397,Edwards SAPIEN 3,9600TFX23,3190;4561734,I,SI,282,Edwards SAPIEN 3,9600TFX29,3190;4645444,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4645444,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4667923,I,SI,384,Edwards SAPIEN 3,9600TFX29,3190;4669435,I,SI,194,Edwards SAPIEN 3,9600TFX23,3190;4695491,I,SI,406,Edwards SAPIEN 3,9600TFX26,3190;4718116,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4718796,I,SI,217,Edwards SAPIEN 3,9600TFX20,3190;4720772,I,SI,30,Edwards SAPIEN 3,9600TFX26,2993;4721246,I,SI,238,Edwards SAPIEN 3,9600TFX26,3190;4723984,I,SI,213,Edwards SAPIEN 3,9600TFX26,3190;4723984,I,SI,247,Edwards SAPIEN 3,9600TFX26,3190;4729117,I,SI,106,Edwards SAPIEN 3,9600TFX29,3190;4733332,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4734497,I,SI,97,Edwards SAPIEN 3,9600TFX26,2993;4740817,I,SI,419,Edwards SAPIEN 3,9600TFX26,3190;4754452,I,SI,104,Edwards SAPIEN 3,9600TFX26,3190;4754452,I,SI,104,Edwards SAPIEN 3,9600TFX26,2993;4754452,I,SI,89,Edwards SAPIEN 3,9600TFX26,3190;4759390,I,SI,100,Edwards SAPIEN 3,9600TFX29,3190;4761471,I,SI,380,Edwards SAPIEN 3,9600TFX26,3190;4799815,I,SI,134,Edwards SAPIEN 3,9600TFX29,3190;4799815,I,SI,288,Edwards SAPIEN 3,9600TFX29,3190;4807072,I,SI,38,Edwards SAPIEN 3,9600TFX26,3190;4807628,I,SI,381,Edwards SAPIEN 3,9600TFX23,3190;4811352,I,SI,369,Edwards SAPIEN 3,9600TFX26,3190;4813213,I,SI,258,Edwards SAPIEN 3,9600TFX26,3190;4813213,I,SI,246,Edwards SAPIEN 3,9600TFX26,3190;4816698,I,SI,289,Edwards SAPIEN 3,9600TFX26,3190;4818804,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4821214,I,SI,90,Edwards SAPIEN 3,9600TFX29,3190;4821214,I,SI,90,Edwards SAPIEN 3,9600TFX29,2993;4821214,I,SI,90,Edwards SAPIEN 3,9600TFX29,3190;4823964,I,SI,318,Edwards SAPIEN 3,9600TFX26,3190;4823964,I,SI,296,Edwards SAPIEN 3,9600TFX26,3190;4823964,I,SI,407,Edwards SAPIEN 3,9600TFX26,3190;4824593,I,SI,233,Edwards SAPIEN 3,9600TFX23,3190;4827913,I,SI,69,Edwards SAPIEN 3,9600TFX26,3190;4827913,I,SI,137,Edwards SAPIEN 3,9600TFX26,3190;4827913,I,SI,92,Edwards SAPIEN 3,9600TFX26,3190;4827913,I,SI,210,Edwards SAPIEN 3,9600TFX26,3190;4827913,I,SI,306,Edwards SAPIEN 3,9600TFX26,3190;4830212,I,SI,10,Edwards SAPIEN 3,9600TFX29,3190;4833429,I,SI,49,Edwards SAPIEN 3,9600TFX26,3190;4833429,I,SI,49,Edwards SAPIEN 3,9600TFX26,3190;4835047,I,SI,123,Edwards SAPIEN 3,9600TFX26,2993;4835415,I,SI,188,Edwards SAPIEN 3,9600TFX29,3190;4836034,I,SI,42,Edwards SAPIEN 3,9600TFX23,3190;4843820,I,SI,282,Edwards SAPIEN 3,9600TFX23,3190;4848811,I,SI,274,Edwards SAPIEN 3,9600TFX29,3190;4848939,I,SI,87,Edwards SAPIEN 3,9600TFX26,3190;4860696,I,SI,221,Edwards SAPIEN 3,9600TFX26,3190;4866158,I,SI,31,Edwards SAPIEN 3,9600TFX26,2993;4876054,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4878271,I,SI,288,Edwards SAPIEN 3,9600TFX23,3190;4882459,I,SI,288,Edwards SAPIEN 3,9600TFX23,3190;4883026,I,SI,280,Edwards SAPIEN 3,9600TFX26,3190;4913777,I,SI,312,Edwards SAPIEN 3,9600TFX26,3190;4919551,I,SI,246,Edwards SAPIEN 3,9600TFX23,3190;4920985,I,SI,40,Edwards SAPIEN 3,9600TFX23,3190;4921015,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4929872,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4955728,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4975667,I,SI,21,Edwards SAPIEN 3,9600TFX29,2993;4975667,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4979306,I,SI,236,Edwards SAPIEN 3,9600TFX26,3190;4984563,I,SI,363,Edwards SAPIEN 3,9600TFX29,3190;4987543,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4993014,I,SI,385,Edwards SAPIEN 3,9600TFX26,3190;5006925,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5007583,I,SI,332,Edwards SAPIEN 3,9600TFX29,3190;5015209,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5017022,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5048532,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5101969,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5119704,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5123769,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5124388,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5172078,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5192050,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5197536,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5199538,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5202485,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5211152,I,SI,21,Edwards SAPIEN 3,9600TFX26,3190;5211567,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5216110,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5220139,I,SI,50,Edwards SAPIEN 3,9600TFX23,3190;5223274,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5224906,I,SI,21,Edwards SAPIEN 3,9600TFX23,2993;5226006,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5229022,I,SI,15,Edwards SAPIEN 3,9600TFX23,2993;5233616,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5234398,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5234398,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5234398,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5235825,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5235825,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5248390,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5248390,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5248789,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5248789,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5251610,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5254978,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;5256030,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5256587,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5257620,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5257767,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5259452,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5262733,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5265517,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5267716,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5269141,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5270077,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5270654,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5273818,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5275189,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5276701,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5276701,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5276963,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5276992,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5277453,I,SI,22,Edwards SAPIEN 3,9600TFX26,2993;5278735,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5278751,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5279225,I,SI,19,Edwards SAPIEN 3,9600TFX29,3190;5279451,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5289904,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5289972,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5289972,I,SI,9,Edwards SAPIEN 3,9600TFX26,3190;5290682,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5291601,I,SI,17,Edwards SAPIEN 3,9600TFX23,2993;5306438,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5306991,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5307077,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5307291,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5308548,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5310520,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5311020,I,SI,70,Edwards SAPIEN 3,9600TFX29,3190;5311020,I,SI,70,Edwards SAPIEN 3,9600TFX29,3190;5312269,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5313837,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5314849,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5316276,I,SI,29,Edwards SAPIEN 3,9600TFX26,2993;5316337,I,SI,30,Edwards SAPIEN 3,9600TFX29,2993;5316784,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5316784,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5319221,I,SI,12,Edwards SAPIEN 3,9600TFX23,3190;5320523,I,SI,17,Edwards SAPIEN 3,9600TFX29,2993;5320900,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5320900,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5320900,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5321266,I,SI,12,Edwards SAPIEN 3,9600TFX23,2993;5321266,I,SI,12,Edwards SAPIEN 3,9600TFX23,3190;5322859,I,SI,34,Edwards SAPIEN 3,9600TFX23,3190;5323008,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5323008,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5323021,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5323021,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5323032,I,SI,38,Edwards SAPIEN 3,9600TFX23,3190;5323400,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5323400,I,SI,18,Edwards SAPIEN 3,9600TFX26,3190;5323542,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5323542,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5324057,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5325423,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5325785,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5325903,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5326011,I,SI,25,Edwards SAPIEN 3,9600TFX26,3190;5326854,I,SI,19,Edwards SAPIEN 3,9600TFX26,2993;5327246,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5327246,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5327455,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;5327764,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5327914,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5328029,I,SI,49,Edwards SAPIEN 3,9600TFX26,3190;5328897,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5329784,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5329919,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5330389,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5330901,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5330949,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5351917,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5353140,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5354685,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5354755,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5355123,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5356940,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5356940,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5356999,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5358771,I,SI,24,Edwards SAPIEN 3,9600TFX23,3190;5358834,I,SI,34,Edwards SAPIEN 3,9600TFX26,3190;5358898,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5359442,I,SI,24,Edwards SAPIEN 3,9600TFX26,3190;5359442,I,SI,24,Edwards SAPIEN 3,9600TFX26,2993;5359442,I,SI,24,Edwards SAPIEN 3,9600TFX26,3190;5380327,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5380437,I,SI,26,Edwards SAPIEN 3,9600TFX23,3190;5380437,I,SI,33,Edwards SAPIEN 3,9600TFX23,3190;5380864,I,SI,27,Edwards SAPIEN 3,9600TFX26,3190;5381715,I,SI,23,Edwards SAPIEN 3,9600TFX26,2993;5381753,I,SI,11,Edwards SAPIEN 3,9600TFX23,2993;5381987,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5382007,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5382761,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5383998,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5384041,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5384041,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5384041,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5384041,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5384041,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5384681,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5384711,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5384711,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5386781,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5386969,I,SI,23,Edwards SAPIEN 3,9600TFX26,2993;5389236,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5389267,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5389267,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5390106,I,SI,34,Edwards SAPIEN 3,9600TFX23,3190;5390244,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5391369,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5392191,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5405287,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5405345,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5406350,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5406552,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5407373,I,SI,62,Edwards SAPIEN 3,9600TFX26,2993;5407373,I,SI,47,Edwards SAPIEN 3,9600TFX26,2993;5407403,I,SI,13,Edwards SAPIEN 3,9600TFX23,2993;5407403,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5407403,I,SI,6,Edwards SAPIEN 3,9600TFX23,3190;5407623,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5409341,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5409748,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5410126,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5410573,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5410573,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5410759,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5410900,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5411181,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5411181,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5411330,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5411348,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5411631,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5411662,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5411691,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5411986,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5412250,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5412300,I,SI,24,Edwards SAPIEN 3,9600TFX23,3190;5412316,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5412316,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5412402,I,SI,22,Edwards SAPIEN 3,9600TFX23,2993;5412412,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5412450,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5412451,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5412580,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5412580,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5412580,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5412821,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5412832,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5412902,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5413023,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5413122,I,SI,49,Edwards SAPIEN 3,9600TFX20,3190;5413275,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5413330,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5413500,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5413551,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5413571,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5413756,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5414132,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5414132,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5414132,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5414235,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5414253,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5414305,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5414397,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5414497,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5414597,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5414664,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5414671,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5414675,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5414828,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5414931,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5414995,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5415099,I,SI,29,Edwards SAPIEN 3,9600TFX29,2993;5415221,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5415429,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5415547,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5415547,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5415547,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5415572,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5415592,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5415838,I,SI,18,Edwards SAPIEN 3,9600TFX26,2993;5416201,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5416478,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5416478,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5416491,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5416508,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5416664,I,SI,6,Edwards SAPIEN 3,9600TFX20,2993;5426752,I,SI,25,Edwards SAPIEN 3,9600TFX26,3190;5426752,I,SI,24,Edwards SAPIEN 3,9600TFX26,3190;5426916,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5426916,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5426916,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5426940,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5426954,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5427001,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5427054,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5427054,I,SI,20,Edwards SAPIEN 3,9600TFX23,2993;5427073,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5427073,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5427073,I,SI,28,Edwards SAPIEN 3,9600TFX26,3190;5427371,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5427371,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5427463,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5427593,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5427606,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5427707,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5427776,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5427776,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5427796,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5427876,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5427923,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5427927,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5438656,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5438739,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5438744,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5438868,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5438868,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5438868,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5438908,I,SI,12,Edwards SAPIEN 3,9600TFX26,3190;5439040,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5439060,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5439098,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5439138,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5439180,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5439435,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5439522,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5439719,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5439882,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5440028,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5440028,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5440042,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5440042,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5440063,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5440166,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5440268,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5440352,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5440401,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5440401,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5440401,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5440401,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5440437,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5440471,I,SI,21,Edwards SAPIEN 3,9600TFX23,3190;5440754,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5440815,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5440815,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5440835,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5440923,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5440945,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5440952,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5441024,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5441024,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5441024,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5441027,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5441184,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5441569,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5441645,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5441704,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5441773,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5442004,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5442014,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5442059,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5442155,I,SI,26,Edwards SAPIEN 3,9600TFX29,2993;5442157,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5442157,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5442289,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5442411,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5442427,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5442451,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5442451,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5442451,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5442543,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5442634,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5442770,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5442834,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5442856,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5442872,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;5443043,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5443109,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5443116,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5443153,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5443170,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5443172,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5443239,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5443240,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5443315,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5443341,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5443548,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5443548,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5443548,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5443548,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5443641,I,SI,14,Edwards SAPIEN 3,9600TFX23,2993;5443641,I,SI,14,Edwards SAPIEN 3,9600TFX23,2993;5443641,I,SI,14,Edwards SAPIEN 3,9600TFX23,3190;5443677,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5443677,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5443726,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5443732,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5443800,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5443894,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5443964,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5443967,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5444011,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5444011,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5444011,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5444055,I,SI,13,Edwards SAPIEN 3,9600TFX26,3190;5444195,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5444195,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5444195,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5444239,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5444252,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5444252,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5444328,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5444353,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5444377,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5444383,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5444454,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5444469,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5444571,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5444598,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5444650,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5444710,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5444710,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5444710,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5444822,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5444965,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5445006,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5445085,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5445208,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5445272,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5445272,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5445272,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5445318,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5445524,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5445558,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5445558,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5445862,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5446143,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5446190,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5446194,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5446194,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;5446527,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5446538,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5446547,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5446547,I,SI,5,Edwards SAPIEN 3,9600TFX29,3190;5446643,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5446656,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5446777,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5447095,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5447239,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5447239,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5447388,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5447524,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5447627,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5447672,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5447757,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5447928,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5447928,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5447928,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5447928,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5447928,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5447942,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5447978,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5448561,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5448561,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5448689,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5448727,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5448763,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5448782,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5448847,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5448899,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5448918,I,SI,19,Edwards SAPIEN 3,9600TFX26,2993;5449077,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5449077,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5449077,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5449077,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5449077,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5449329,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5449724,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5449753,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5449826,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5449936,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5449936,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5449936,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5450017,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;5450063,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5450316,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5450317,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5450368,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5450386,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5450386,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5450386,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5450393,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5450393,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5450404,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5450411,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5450424,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5450465,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5450483,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5450634,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5450640,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5450718,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5450808,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5450808,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5450878,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5450895,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5450921,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5450937,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5450946,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5451015,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5451123,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5451221,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5451289,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5451363,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5451424,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5451448,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5451451,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5451697,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5451718,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5451802,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5451821,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5451883,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5451897,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5451938,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5452517,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5452541,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5452605,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5452605,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5452606,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5452620,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5452861,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5452930,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5452987,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5453062,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5453072,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5453253,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5453253,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5453253,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5453263,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5453263,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5453392,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5453534,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5453820,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5453820,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5453843,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5453873,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5454002,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5454125,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5454158,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5454158,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5454158,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5454159,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5454298,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5454403,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5454642,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5454741,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5454798,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5454810,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5454959,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5455068,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5455243,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5455446,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5455446,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5455454,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5455456,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5455612,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5455812,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5455833,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5455913,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5455946,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5456033,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5456055,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5456098,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5456139,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5456181,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5456260,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5456289,I,SI,3,Edwards SAPIEN 3,9600TFX20,2993;5456289,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5456530,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5456543,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5456569,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5456577,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5456588,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5456597,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5456599,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5456768,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5456835,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5456900,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5456902,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5456927,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5456984,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5457128,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5457148,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5457171,I,SI,16,Edwards SAPIEN 3,9600TFX26,2993;5457263,I,SI,15,Edwards SAPIEN 3,9600TFX23,2993;5457283,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5457305,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5457509,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5457509,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5457608,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5457671,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5457790,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5458030,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5458030,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5458030,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5458030,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5458030,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5458037,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5458052,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5458069,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5458215,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5458334,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5458424,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5458424,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5458450,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5458548,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5458652,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5458750,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5458831,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5459014,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5459143,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5459157,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5459394,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5459394,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5459394,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5459394,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5459394,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5459394,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5459471,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5459498,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5459498,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5459607,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5459801,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5459801,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5459878,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5459973,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5460240,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5460262,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5460487,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5460490,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5460526,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5460542,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5460644,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5460655,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5460663,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5460784,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5461051,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5461235,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5461336,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5461345,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5461483,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5461599,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5461660,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5461790,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5462084,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5462137,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5462142,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5462175,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5462175,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5462231,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5462258,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5462371,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5462380,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5462498,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5462498,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5462543,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5462543,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5462545,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5462579,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5462711,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5462983,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5463169,I,SI,10,Edwards SAPIEN 3,9600TFX29,2993;5463169,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5463169,I,SI,10,Edwards SAPIEN 3,9600TFX29,3190;5463174,I,SI,10,Edwards SAPIEN 3,9600TFX29,2993;5463204,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5463243,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5463258,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5463296,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5463296,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5463312,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5463316,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5463316,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5463394,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5463487,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5463660,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5463660,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5463663,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5463698,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5463967,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5463992,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5464185,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5464407,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5464521,I,SI,24,Edwards SAPIEN 3,9600TFX29,2993;5464521,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5464522,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5464620,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5464620,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5464620,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5464840,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5464941,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5465028,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5465793,I,SI,25,Edwards SAPIEN 3,9600TFX23,3190;5465982,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5466187,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5466286,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5466359,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5466413,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5466425,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5466531,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5466767,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5466969,I,SI,16,Edwards SAPIEN 3,9600TFX29,2993;5466993,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5467000,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5467138,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5467268,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5467268,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5467350,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5467446,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5467512,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5467577,I,SI,15,Edwards SAPIEN 3,9600TFX23,3190;5467677,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5467683,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5467752,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5467864,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5468194,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5468238,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5468321,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5468399,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5468426,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5468426,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5468455,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5468725,I,SI,42,Edwards SAPIEN 3,9600TFX23,3190;5468752,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5468845,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5468969,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5469009,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5469039,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5469039,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5469140,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5469277,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5469281,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5469316,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5469341,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5469410,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5469440,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5469634,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5469683,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5469780,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5469827,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5469900,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5469983,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5470006,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5470010,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5470021,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5470112,I,SI,5,Edwards SAPIEN 3,9600TFX20,2993;5470227,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5470378,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5470438,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5470469,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5470555,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5470642,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5470642,I,SI,15,Edwards SAPIEN 3,9600TFX23,3190;5470718,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5470870,I,SI,-35094,Edwards SAPIEN 3,9600TFX23,3190;5470895,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5470895,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5471081,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5471140,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5471189,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5471233,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5471233,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5471233,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5471322,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5471322,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5471325,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5471365,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5471416,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5471431,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5471431,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5471723,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5471847,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5471847,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5472002,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5472002,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5472081,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5472081,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5472090,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5472173,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5472770,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5473015,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5473103,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5473221,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5473336,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5473384,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5473442,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5473448,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5473507,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5473531,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5473550,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5473612,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5473612,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5473759,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5473985,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5474055,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5474055,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5474638,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5474686,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5474701,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5474836,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5474897,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5474899,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5475318,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5475318,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5475412,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5475465,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5475575,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5475728,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5475742,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5475947,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5476027,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5476283,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5476298,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5476704,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5476704,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5476704,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5476856,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5476909,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5486982,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5486999,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5487165,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5487666,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5487690,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5487863,I,SI,27,Edwards SAPIEN 3,9600TFX23,3190;5488348,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5488437,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;5488503,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5488556,I,SI,27,Edwards SAPIEN 3,9600TFX26,2993;5488616,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5488641,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5488685,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5488685,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5488685,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5488685,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5489060,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5489223,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5489287,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5489304,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5489677,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5489742,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5489955,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5490064,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5490118,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5490287,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5490287,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5490371,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5490435,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5490464,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5490464,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5490464,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5490466,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5490483,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5490716,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5490907,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5490931,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5491051,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5491113,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5491408,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5491599,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5491624,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5492070,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5492099,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;5492134,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5492154,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5492300,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5492348,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5492348,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5492348,I,SI,-8,Edwards SAPIEN 3,9600TFX26,2993;5492519,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5492519,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5492573,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5492573,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5492585,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5493003,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5493003,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5493003,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5493015,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5493021,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5493037,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5493043,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5493080,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5493080,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5493244,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5493244,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5493354,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5493473,I,SI,11,Edwards SAPIEN 3,9600TFX23,3190;5493504,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5493554,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5493848,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5494132,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5494132,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5494191,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5494273,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;5494306,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5494324,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5494324,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5494451,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5494512,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5494536,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5494568,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5494568,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5494595,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5494868,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5494873,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5494873,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5494912,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5494912,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5494912,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5494912,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5494912,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5494983,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5494983,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5495066,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5495258,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5495258,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5495417,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5495500,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5495546,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5495573,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5495573,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5495630,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5495680,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5495934,I,SI,34,Edwards SAPIEN 3,9600TFX23,3190;5496137,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5496137,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5496281,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5496466,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5496657,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5496755,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5496855,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5497100,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5497156,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5497389,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5497720,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5497824,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5497873,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5497873,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5498003,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5498185,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5498185,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5498213,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5498213,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5498259,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5498276,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5498337,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5498346,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5498491,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5498491,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5498579,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5498629,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5498648,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5498666,I,SI,30,Edwards SAPIEN 3,9600TFX26,2993;5498704,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5498842,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5498908,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5498912,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5498912,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5498947,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5499133,I,SI,18,Edwards SAPIEN 3,9600TFX26,2993;5499133,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5499822,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5499823,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5499870,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5499951,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5500006,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5500006,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5500079,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5500426,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5500563,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5500610,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5500683,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5500703,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5500703,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5500793,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5500847,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5500857,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5501048,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5501063,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5501074,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5501188,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5501225,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5501225,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5501407,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5501539,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5501856,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5502096,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5502363,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5502516,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;5502516,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5502554,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5502639,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5502879,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5503086,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5503385,I,SI,8,Edwards SAPIEN 3,9600TFX23,3190;5503804,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5504035,I,SI,20,Edwards SAPIEN 3,9600TFX29,3190;5504112,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5504154,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5504199,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5504245,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5504265,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5504315,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5504363,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5504380,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5504516,I,SI,19,Edwards SAPIEN 3,9600TFX26,2993;5504566,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5504673,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5504673,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5504693,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5504693,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5504729,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5504789,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5504811,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5504842,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5504877,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5504974,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5505038,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5505064,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5505064,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5505148,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5505148,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5505332,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5505644,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5505739,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5505739,I,SI,5,Edwards SAPIEN 3,9600TFX29,3190;5505851,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5505926,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5505950,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5505979,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5505982,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5505989,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5505993,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5505993,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5505993,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5506064,I,SI,61,Edwards SAPIEN 3,9600TFX26,3190;5506124,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5506254,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5506652,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5506682,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5507051,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5507159,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5507206,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5507206,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5507224,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5507281,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5507296,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5507426,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5507500,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5507500,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5507587,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5507599,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5507672,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5507673,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5507673,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5507730,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5507730,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5507747,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5507823,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5507924,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5507999,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5508010,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5508050,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5508125,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5508153,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5508262,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5508343,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5508345,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5508651,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5508745,I,SI,9,Edwards SAPIEN 3,9600TFX23,3190;5508842,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5508859,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5508914,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5508937,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5509356,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5509495,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5509517,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5509598,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5509701,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5509769,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5509785,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5509869,I,SI,23,Edwards SAPIEN 3,9600TFX23,2993;5509869,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5509869,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5509888,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5509932,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5509932,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5510125,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5510152,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5510239,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5510241,I,SI,36,Edwards SAPIEN 3,9600TFX23,2993;5510256,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5510263,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5510263,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5510302,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5510344,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5510384,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5510407,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5510507,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5510511,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5510553,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5510557,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5510557,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5510667,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5510667,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5510838,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5511194,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5511411,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5511411,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5511411,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5511411,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5511437,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5511441,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5511499,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5511516,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5511595,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5511660,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5511660,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5511767,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5511826,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5511871,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5511912,I,SI,19,Edwards SAPIEN 3,9600TFX23,3190;5511997,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5512022,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5512123,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5512175,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5512231,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5512516,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5512557,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5512774,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5512876,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5512882,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5513025,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5513056,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5513056,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5513175,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5513364,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5513374,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5513448,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5513451,I,SI,28,Edwards SAPIEN 3,9600TFX26,3190;5513451,I,SI,23,Edwards SAPIEN 3,9600TFX26,3190;5513568,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5513697,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5514117,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5514205,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5514381,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5514381,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5514381,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5514499,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5514665,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5514667,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5514667,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5514698,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5514725,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5514725,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5514732,I,SI,-49,Edwards SAPIEN 3,9600TFX26,2993;5514732,I,SI,-49,Edwards SAPIEN 3,9600TFX26,3190;5514798,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5514821,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5515106,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5515236,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5515320,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5515393,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5515438,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5515438,I,SI,-5,Edwards SAPIEN 3,9600TFX23,3190;5515541,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5515704,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5515872,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5515872,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5515909,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5515916,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5515916,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5515916,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5515917,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5515917,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5515917,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5515919,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5515947,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5515951,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5516058,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5516123,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5516319,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5516332,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5516474,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5516603,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;5516622,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5517020,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5517337,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5517337,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5517400,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5517400,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5517421,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5517499,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5517819,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5517936,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5517986,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5518105,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5518115,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5518220,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5518296,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5518296,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5518353,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5518353,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5518395,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5518434,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5518446,I,SI,12,Edwards SAPIEN 3,9600TFX29,2993;5518576,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5518587,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5518640,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5518640,I,SI,22,Edwards SAPIEN 3,9600TFX29,2993;5518751,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5518752,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5518765,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5518792,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5518811,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5518907,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5518953,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5518986,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5518986,I,SI,28,Edwards SAPIEN 3,9600TFX26,2993;5518991,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5519074,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5519172,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5519488,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5519654,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5519775,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5519820,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5520010,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;5520140,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5520563,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5520563,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5520563,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5520600,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5520618,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5521028,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5521028,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5521194,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5521237,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5521260,I,SI,29,Edwards SAPIEN 3,9600TFX23,2993;5521260,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5521267,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5521292,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5521292,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5521398,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5521432,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5521608,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5521608,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5521657,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5521667,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5521742,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5521871,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5522526,I,SI,6,Edwards SAPIEN 3,9600TFX23,3190;5522568,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5522597,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5522597,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5522597,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5522821,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5523102,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5523102,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5523102,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5523273,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5523328,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5523345,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5523747,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5523831,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5523868,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5524046,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5524090,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5524142,I,SI,51,Edwards SAPIEN 3,9600TFX23,2993;5524207,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5524207,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5544624,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5544650,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5544752,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5544996,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5545123,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5545253,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5545276,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5545483,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5545503,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5545557,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5545614,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5545614,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5545673,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5545802,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5545858,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5545858,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5545972,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5546115,I,SI,30,Edwards SAPIEN 3,9600TFX29,3190;5546190,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5546449,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5546511,I,SI,1,Edwards SAPIEN 3,9600TFX20,3190;5546708,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5546716,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5546776,I,SI,20,Edwards SAPIEN 3,9600TFX26,3190;5546786,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5546790,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5546849,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5546972,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5547004,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5547179,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5547199,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5547278,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5547299,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5547323,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5547451,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5547501,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5547637,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5547662,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5547806,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5547869,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5547869,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5547909,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5548220,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5548289,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5548379,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5548379,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5548379,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5549250,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5549250,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5549250,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5549328,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5549479,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5549648,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5549680,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5549710,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5549758,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5549982,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5550113,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5550113,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5550175,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5550195,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5550203,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5550271,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5550271,I,SI,6,Edwards SAPIEN 3,9600TFX23,3190;5550336,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5550467,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5550477,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5550523,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5550523,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5550551,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5550722,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5550750,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5550756,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5550756,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5550867,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5551433,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5552010,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5552030,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5552091,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5552400,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5552400,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5552400,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5552532,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5552791,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5552791,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5552805,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5552878,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5553126,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5553234,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5553397,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5553443,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5553483,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5553483,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5553530,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5553659,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5553757,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5553786,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5553808,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5554137,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5554271,I,SI,4,Edwards SAPIEN 3,9600TFX20,3190;5554550,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5554630,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5554630,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5554652,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5554652,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5554790,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5554864,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5554939,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5554940,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5554940,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5554985,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5554985,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5554991,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5555012,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5555012,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5555037,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5555208,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5555278,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5555368,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5555480,I,SI,12,Edwards SAPIEN 3,9600TFX23,3190;5555674,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5555794,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5555852,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5555852,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5555852,I,SI,16,Edwards SAPIEN 3,9600TFX26,3190;5555968,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5556151,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5556151,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5556151,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5556255,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5556255,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5556285,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5556298,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5566503,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5566601,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5566747,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5566768,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5566908,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5566978,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5567056,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5567126,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5567126,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5567143,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5567268,I,SI,5,Edwards SAPIEN 3,9600TFX29,3190;5567498,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5567501,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5567621,I,SI,28,Edwards SAPIEN 3,9600TFX29,2993;5567853,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5567869,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5567884,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5567910,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5568026,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5568082,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5568091,I,SI,30,Edwards SAPIEN 3,9600TFX29,2993;5568256,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5568334,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5568628,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5568628,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5568628,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5568657,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5568657,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5568657,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5568659,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5568685,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5568697,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5568773,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5568900,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5568988,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5568991,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5569055,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5569132,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5569272,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5569275,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5569275,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5569275,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5569275,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5569527,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5569545,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5569550,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5569576,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5569576,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5569699,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5570160,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5570221,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5570306,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5570316,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5570326,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5570326,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5570377,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5570389,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5570518,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5570747,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5570936,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5571036,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5571099,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5571120,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5571130,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;5571158,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5571483,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5571483,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;5571484,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5571666,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5571794,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5571880,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5572026,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5572065,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5572065,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5572080,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5572237,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5572373,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5572412,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5572471,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5572588,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5572632,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5572638,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5572717,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5572722,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5572767,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5572943,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5573001,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5573001,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5573020,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5573257,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5573427,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5573427,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5573427,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5573526,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5573527,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5573562,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5573570,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5573574,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5573575,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5573704,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5573725,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5574007,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5574007,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5574007,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5574161,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5574161,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5574246,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5574371,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5574385,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5574473,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5574614,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5574624,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5574902,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5574947,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5574947,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5575067,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5575103,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5575117,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5575237,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5575252,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5575267,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5575267,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5575267,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5575298,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5575509,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5575509,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5575516,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5575518,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5575595,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5575595,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5575666,I,SI,8,Edwards SAPIEN 3,9600TFX26,3190;5575693,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5575744,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5575842,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5575948,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5576037,I,SI,16,Edwards SAPIEN 3,9600TFX26,3190;5576073,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5576099,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5576099,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5576099,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5576128,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5576128,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;5576368,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5576414,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5576429,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5576442,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5576484,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5576484,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5576488,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5576488,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5576569,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5576771,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5576862,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5576862,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5576862,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5576923,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5576959,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5577008,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5577053,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5577069,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5577137,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5577137,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5577138,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5577169,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5577477,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5577528,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5577563,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5577809,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5577984,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5578142,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5578167,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5578201,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5578227,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5578242,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5578242,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5578248,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5578248,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5578319,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5578461,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5578545,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5578631,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5578758,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5579021,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5579063,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5579072,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5579170,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5579250,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5579381,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5579406,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5579427,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5579734,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5579781,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5579837,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5579856,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5580264,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5580389,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5580541,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5580914,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5581075,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5581075,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5581103,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5581103,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5581141,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5581156,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5581280,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5581293,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5581426,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5581499,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5581499,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5581499,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4910650,I,SI,140,Edwards SAPIEN 3,9600TFX29,3190;5223274,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5471365,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5492348,I,SI,8,Edwards SAPIEN 3,9600TFX26,3190;5492348,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;2260159,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;2336255,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;2336255,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;2336255,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5273846,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5273846,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5303733,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5327617,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5330696,I,SI,9,Edwards SAPIEN 3,9600TFX29,3190;5388058,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5388058,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5410973,I,SI,30,Edwards SAPIEN 3,9600TFX29,3190;5415766,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5416561,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5454441,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5458942,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5465863,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5465863,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5465863,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5470364,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5470364,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5489882,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5489882,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5489882,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5507593,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5508205,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5508205,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5508205,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5508205,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5518849,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5549503,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5549503,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5553350,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5581126,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5581488,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4529293,S,SI,188,Edwards SAPIEN 3,9600TFX29,3190;4645020,S,SI,363,Edwards SAPIEN 3,9600TFX20,3190;4645020,S,SI,419,Edwards SAPIEN 3,9600TFX20,3190;4701906,S,SI,279,Edwards SAPIEN 3,9600TFX23,2993;4701981,S,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4701981,S,SI,-111,Edwards SAPIEN 3,9600TFX29,2993;4701981,S,SI,-110,Edwards SAPIEN 3,9600TFX29,2993;4701981,S,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4724003,S,SI,423,Edwards SAPIEN 3,9600TFX23,3190;4769210,S,SI,58,Edwards SAPIEN 3,9600TFX29,2993;4769210,S,SI,204,Edwards SAPIEN 3,9600TFX29,2993;4769210,S,SI,258,Edwards SAPIEN 3,9600TFX29,2993;4794284,S,SI,49,Edwards SAPIEN 3,9600TFX23,3190;4794284,S,SI,76,Edwards SAPIEN 3,9600TFX23,3190;4726537,S,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4800091,S,SI,97,Edwards SAPIEN 3,9600TFX29,3190;4806044,S,SI,315,Edwards SAPIEN 3,9600TFX29,3190;4809628,S,SI,3,Edwards SAPIEN 3,9600TFX29,3190;4811474,S,SI,40,Edwards SAPIEN 3,9600TFX26,3190;4811474,S,SI,95,Edwards SAPIEN 3,9600TFX26,3190;4812368,S,SI,269,Edwards SAPIEN 3,9600TFX26,3190;4812368,S,SI,368,Edwards SAPIEN 3,9600TFX26,3190;4830332,S,SI,112,Edwards SAPIEN 3,9600TFX29,3190;4841945,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4842226,S,SI,28,Edwards SAPIEN 3,9600TFX26,3190;4871737,S,SI,53,Edwards SAPIEN 3,9600TFX23,3190;4871737,S,SI,331,Edwards SAPIEN 3,9600TFX23,3190;4874084,S,SI,114,Edwards SAPIEN 3,9600TFX26,3190;4877591,S,SI,116,Edwards SAPIEN 3,9600TFX23,3190;4925152,S,SI,363,Edwards SAPIEN 3,9600TFX23,2993;3133996,S,SI,-1484,Edwards SAPIEN 3,9600TFX23,2993;4424287,S,SI,546,Edwards SAPIEN 3,9600TFX23,3190;4966641,S,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5207568,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5207568,S,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5228928,S,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5263039,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5276754,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5276754,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5276754,S,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5276754,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5278124,S,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5291523,S,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5305165,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5307224,S,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5322628,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5322628,S,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5358167,S,SI,13,Edwards SAPIEN 3,9600TFX26,2993;5384561,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5406437,S,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5410201,S,SI,6,Edwards SAPIEN 3,9600TFX26,2993;2440840,S,SI,344,Edwards SAPIEN 3,9600TFX29,2993

Manufacturer narrative:
EXEMPTION NUMBER E2016006. THIS REPORT SUMMARIZES 1,787 SERIOUS INJURY EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A NEW EVENT OR FOLLOW-UP. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G., IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.  ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE: ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR (B)(6) 2019 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN 3 VALVE.